Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2014-02829.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02829. It was reported the patient complained of her scs stimulation being in the wrong location. The patient stated her stimulation feels inconsistent, and towards the (B)(6) she began to notice subtle changes in the stimulation. A sjm representative met with the patient and attempted to reprogram the patient's scs system, however, one of the patient's leads was reading high impedances. X-ray of the leads were taken and confirmed that one lead had migrated.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02829. Additional information received identified the patient had her scs lead explanted and replaced. The patient's scs system's stimulation was restored postoperative, and the patient was reportedly satisfied with the stimulation coverage.